Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was not turning back on after changing the battery about three time. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
Device received with intermittent blank display during the battery test due to corroded battery tube spring noted. Unable to perform battery test, including the stop (idle) current and run current measurement tests, self test and off no power alarm test due to intermittent blank display. However device passed the displacement test when tested with 1.6v test battery.